Event description:
It is reported that in 2000, pt. Had hip surgery. In 2001, pt. Stood up and felt a pop. X-rays revealed the stem broke mid to upper half of implant. Four days later, pt. Had revision surgery.